Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous left circumflex that is 90% stenosed. The 2.5x15mm trek balloon dilatation catheter (bdc) met resistance with anatomy during advancement and when inflated a leak of contrast agent was observed on angiogram. A balloon rupture was confirmed during the first inflation at 2-3 atmospheres and the device was removed. During removal resistance was also met with anatomy. Another unspecified trek was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.